Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both the tibial and talar components due to anterior subsidence.

Manufacturer narrative:
Correction - h6 (results code) the reported event could be confirmed based on assessment of available CT scans by a medical expert. Device inspection was not possible as the product was not returned for investigation. A review of the device history record was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon assessment of the available CT scans, the healthcare professional (hcp) opined that the CT scan shows clear signs of loosening and anterior subsidence of the tibial component with significant dislocation. The talus shows some loosening, and anterior subsidence is possible as well; however, this is not clearly visible. Therefore, only loosening can be confirmed for the talar component. The underlying cause is not obvious, but poor bone substance and therefore a patient-related factor is likely. Failure of total ankle replacement (tar) over time is a known complication. In the case of a planned revision procedure, a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided because key clinical information, such as clinical status, exact symptoms, range of motion, and the assessment of the treating physician, is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure, or the device in relation to the cause of the failure. The failure was most likely caused by poor bone substance. However, more detailed information about the complaint event, as well as the affected device, must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both the tibial and talar components due to anterior subsidence.